Event description:
Customer reported low blood glucose symptoms with result of 58 mg/dl obtained on the advantage system. Customer self treated with a glass of orange juice and re-tested with result of 146 mg/dl within 10 minutes of result of 58 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.